Event description:
It was initially reported by the surgeon that he was performing a generator replacement on a pt and he noticed corrosion on the lead body right around where the lead inserted into the receptacle. Surgeon stated that the setscrew was corroded too. Surgeon noticed that the lead was green "like battery acid" in the thoracic pocket. When the surgeon connected the new generator onto the existing lead, he observed high impedance. Surgeon then exposed the neck site and noticed that the vagus nerve was gone. The nerve had essentially shrunken where the lead had been implanted. No pt adverse events were reported. Explanted products were returned to manufacturer for analysis. Analysis is currently pending on the explanted products. F/u with the treating physician revealed that he does not generally perform diagnostics if the pt is symptom free. Pt has been seizure free for two years now. Pt was referred to the surgeon for battery replacement as pt could no longer feel magnet stimulation. It is likely that the presence of stimulation during a lead break caused the discoloration of the lead and corrosion on the lead pin. Last good diagnostics results are unk as the physician does not perform diagnostics on daily basis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.